Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient expired due right ventricular failure.

Event description:
It was reported that death was not device related, it was related to right ventricular failure. It was reported that the device operated as expected.

Manufacturer narrative:
Section b5: additional information no further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section a3: additional information; section a4: additional information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6), and the reported events (right heart failure and patient expiration) could not be conclusively determined through this investigation. The patient was implanted with heartmate 3 left ventricular assist system, serial number (B)(6), on (B)(6) 2020. The patient ultimately expired on (B)(6) 2020, due to right heart failure. The event was not considered to be device related and the account communicated that the pump was operating as expected. Heartmate 3 left ventricular assist system, serial number (B)(6), will not be returned for evaluation. The heartmate 3 left ventricular assist system instructions for use (IFU) lists right heart failure and death as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. The IFU states: ¿right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump.¿ no further information was provided. The manufacturer is closing the file on this event.